Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the cgm device alerted for a low reading, and the cgm displayed a reading of 30 mg/dl. This is what the patient reported but it was noted that the cgm reading cannot display readings lower than 40 mg/dl. At the moment the patient received the low alert, the patient experienced loss of consciousness. When the patient regained conscious, the patient was already at the hospital. The patient was treated with glucagon. No further medication was reported. There was no documentation of further medical evaluation or intervention. At the time of the report, which was the same day as the day of the event, the patient was still feeling sick and nauseous. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.